Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was approximately 200 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.